Event description:
The smart control stent delivery system was delivered, but initially failed to cross the target lesion due to the heavy calcification and vessel tortuosity. Pre-dilatation was conducted with an unknown balloon catheter and the sds was advanced once again. However, it was noted that the distal edge of the stent had prematurely deployed about 0.5mm during advancement towards the lesion so the device was removed from the patient. The procedure was completed placing another product in the lesion without problem. There was no adverse event and the patient is in stable condition. The target lesion was left external iliac artery with heavy calcification and vessel tortuosity and a stenosis of 95%.

Manufacturer narrative:
The product was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." With the limited amount of information available, and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.